Event description:
During parotidectomy surgery, surgeons detected a nerve themselves which was not picked up by the device (probe) used. Using another probe, the nerve was detected. Surgeons concluded the device may have malfunctioned.